Event description:
During the index procedure, an admiral extreme balloon was used for pre-dilation of the left sfa/popliteal. It was reported that a dissection occurred post pre-dilation. The dissection responded to treatment. Patient was discharged the following day.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection). Conclusions: known inherent risk of procedure (dissection).